Manufacturer narrative:
Device still implanted in patient.

Event description:
Per the sales representative, a zmc surgery was being performed by a resident. He drilled down about 6mm and was twisting down some screws when the heads broke off at different times. Two twist drills also broke off when being used. The resident was not able to remove the screw threads or the heads of the twist drills, they remain in the patients skull. There is no plan to remove them at a future time. Per the sales representative, there was no delay to the surgery. There are no x-rays available and no further information is available by the sales rep, who was in the case.

Manufacturer narrative:
The reported event could not be confirmed because the complained devices were not returned. Consequently, it was not possible to determine the root cause within this investigation. According to the design risk analysis, following possible root causes were defined: incorrectly selected/ assembled implant/ instrument; insufficient/too high bone quality; wrong/ missing information; reuse of single-use devices; too much/ wrong compression/ torsional/ axial forces; wrong rotational speed, unintended loads; bone quality resulting in high torque; improper blade disengaging; collision with other implant or instrument; predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). The complained drills are intended to be used for the complained screws (both are part of the upper - face fixation module). Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend. Correction: in the initial MDR 820444, it was indicated that this device attributed to the serious injury. The screw breakage in this instance is solely a product malfunction - it did not cause any adverse consequences nor delay in surgery.

Event description:
Per the sales representative, a zmc surgery was being performed by a resident. He drilled down about 6mm and was twisting down some screws when the heads broke off at different times. Two twist drills also broke off when being used. The resident was not able to remove the screw threads or the heads of the twist drills, they remain in the patients skull. There is no plan to remove them at a future time. Per the sales representative, there was no delay to the surgery. There are no x-rays available and no further information is available by the sales rep, who was in the case.